Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. Blood glucose reading was 2.8 mmol/l. Customer was treated with glucose tablet for low blood glucose. It was unknown that auto mode feature was active or not at time of low blood glucose. The pump will not be returned for analysis.